Manufacturer narrative:
During testing, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code on power up. The probable cause was a loose motor due to the under application of the adhesive seal of the adhesive seal being applied over the grease. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device alarmed for s321 (motor error-pmc) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in the critical therapies while the device was in clinical use. No additional information was provided.